Manufacturer narrative:
Insulin pump received with constant motor error alarm during rewind due to corroded motor assembly. Unable to perform displacement test or confirm excessive no delivery alarm due to motor error alarm. Unit received within termittent button response during testing due to corroded keypad traces. No failed battery test alarm or battery out limit alarm noted after battery installation. Unit received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm, failed battery test alarm, keypad anomaly, motor error alarm, and no delivery alarm. The blood glucose at the time of the incident was 53 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.